Event description:
The surgical team requested that anesthesia place a lumbar drain. As the catheter was being pulled out to the proper position for taping it to the patient's back, it broke with a fragment remaining in the patient. Neurosurgery was consulted, but they were unable to retrieve the catheter by making a small skin incision and felt that further attempts to remove it should be deferred until further imaging to locate the drain could be obtained. Several days post-op, a CT scan was obtained to locate the broken piece of catheter. This scan showed that the catheter was located entirely with the thecal sac and neurosurgery felt 1) that it was unlikely to cause any harm, and 2) that removing it was likely to cause more harm than good.